Manufacturer narrative:
After battery installation device gave an unexpected flashing white / blank display followed by an unexpected intermittent beep alarm. After swapping the boards out into another case, and then swapping a known good electrical board, the display anomaly disappeared. The display anomaly seems to be isolated to electrical board. Device received with puncture marks on the middle keypad as well as other parts of the keypad overlay one of which probably wound up cracking a component or breaking a trace on electrical board.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the center button was stuck. The customer¿s blood glucose level was 160 mg/dl. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.